Event description:
It was reported the patient's (B)(6) cycle mode timer is not functioning as expected which started a few weeks after implant. The patient's cycle mode is expected to turn on and off after 10 minutes. However, the cycle mode will not turn back on until after approx 30 minutes. In turn, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.